Event description:
On (B)(4) 2013, rochester medical corporation was contacted by an end user of an intermittent personal catheter closed system who stated that removal of the intermittent catheter was painful and that there appeared to be blood with the urine in the collection bag. The end user consulted his urologist and was diagnosed with a uti. The urologist stated that the blood in the urine was from the uti. The urologist prescribed an antibiotic for the end user to treat the uti.